Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed and station prompt error initializing device. Customer stated one of the rows in the drawer was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 6 was not detected on bus. A field service engineer (fse) arrived onsite and ran the hardware test application, which showed the entire drawer was not listed. Power was shut down and all connections at the back of the drawer were reseated, but the issue was not resolved. The fse then replaced the drawer board, retractor band, and interface board. The unit was restored to normal operation following these actions. Additionally, fse checked all bus cable connections behind back panel. Checked bus cable between auxiliary and communication sled. Serial numbers in application match physical assets. The system functioned as intended after the field service engineer repaired the device.